Event description:
Per the clinic, the device was explanted on (B)(6) 2026; due to a wound infection started from wound closure sutures. Subsequently, the patient was treated with topical antibiotics (specific date and duration was not reported). Reimplantation is planned but had not taken place at the time of this report.